Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. -

Event description:
It was reported that a clear link continu-flo solution set was leaking from its tubing. This occurred during priming, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Lot manufacture date: 02/23/2015 - 03/03/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The response addressing the request for additional information regarding report 1416980-2016-02545 is attached. Should additional relevant information become available, a supplemental report will be submitted.